Manufacturer narrative:
Date sent to FDA: 02/24/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient was admitted on (B)(6) 2016 for treatment of an intraabdominal abscess. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted there was an abscess cavity over the mesh and that exposed mesh was seen in the cavity; approximately 50-60 cc of fluid was obtained. The mesh was infected. It was reported that the patient experienced severe abdominal pain, nausea, fever and distention. No additional information was provided.